Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Dialysis clinic biomed technician reported observing a scorched power cord during inspection of the device. There was no reported spark, fire, or smoke being observed. Additional information was solicited.

Event description:
Clinic reports that there was no patient involvement when the alleged event occurred.

Manufacturer narrative:
The reported problem of burn damage to the power plug was confirmed during the investigation of the returned power supply cable. The power supply cable was received with a discolored power plug due to heat damage. Plastic is melted around the terminal of the black wire (hot) in the power plug and the terminal has pitting. Measuring the resistance of each wire of the power supply cable assembly found no discrepancies with wire continuity or with the resistance between wires. The pitting on the power plug terminal indicates arcing within the outlet used at the customer¿s facility. Hospital grade outlets are required with the use of the t machine. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device component was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.